Manufacturer narrative:
H11: there were no photos provided for review, and the physical sample was not received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A review of the device history record (DHR) for part: 50-9050a lot: 0001546756 was conducted. No confirmed quality issues or rejections related to the reported incident were identified. The review verified that all procedural and functional criteria required for product release were fully satisfied. Complaints received for this product and conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for the identification of emerging trends. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported on november 20, 2025, that during peritx drain placement, the conductor became stuck inside the peel-away catheter and could not be removed after multiple attempts. The peel-away and dilator were removed, but the conductor remained lodged until freed using an additional 4f catheter. The conductor was found spiral-shaped with surface coating rolled up. A new peritx set was used to complete the procedure successfully. No patient injury, medical intervention, or exposure to blood/bodily fluids occurred. Drainage was successful.

Event description:
It was reported on (B)(6) 2025, that during peritx drain placement, the conductor became stuck inside the peel-away catheter and could not be removed after multiple attempts. The peel-away and dilator were removed, but the conductor remained lodged until freed using an additional 4f catheter. The conductor was found spiral-shaped with surface coating rolled up. A new peritx set was used to complete the procedure successfully. No patient injury, medical intervention, or exposure to blood/bodily fluids occurred. Drainage was successful.

Manufacturer narrative:
H11: the lot number for the device was provided. The device history records are currently under review. No photos have been provided for review. The device has not been returned for evaluation. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. G4: PMA/510(k) #: k201155; k241946. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.